Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue was occurred during the vascular (planned treatment/non-emergency treatment), and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c arm was not moving. Upon functional testing, the fse found that the cause of the issue was longitudinal direction brake short circuit. Review of the system log file showed a power switch off and power supply issue resulted in the stand movements were partially available. The fse replaced the power supply. After the replacement of the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the c-arm would lose power and movements would be unavailable. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.